Event description:
It was reported that the device had a bubbled dso, the bottom pin was stuck, there was fluid ingress on lcd and exhibited error code 46011 upon power up. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device in used condition, bubbled dso, bottom pin is stuck, fluid ingress on lcd and ec 46011 on power up. Unable to perform a review of the event history log. Functional testing was able to verify the reported problem. It was determined that the dso seal, cassette detector pin, lcd and pwa board were the causes of the reported problems. The dso seal, lcd, cassette detector pin and pwa board were replaced to address the issue.